Event description:
It was reported that arteriotomy closure of a little calcified common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, after depressing the trigger button to deploy the clip, it appeared to the physician that the thumb advancer may not have been fully locked into position and a click was not heard when the clip was fired. The physician pulled back the thumb advancer and re-advanced the thumb advancer ensuring it was locked into position and the number 3 was seen in the window, then the clip was deployed. The starclose se became stuck in the patient anatomy after firing the clip. The access ports were used and the thumb advancer was slid back successfully releasing the device from the patient. The clip achieved partial closure and manual arterial compression was applied for 5 minutes to achieve complete hemostasis. The customer reported a clinically significant delay in the procedure of 30 minutes. However, it was indicated that the length of the procedure was 30-45 minutes. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. Reportedly, the operator re-advanced the thumb advancer, and the artery had the presence of light calcification, which may have resulted in the device grabbing tissue and inhibiting retraction of the vessel locator wings into the distal end of the delivery tube. This would cause difficult device removal; however, this can not be conclusively confirmed. During manufacturing each device is inspected for proper function including wing collapse as part of final inspection procedure. Based on the reported information and manufacturing inspection criteria, the most likely cause for the difficult device removal that resulted in partial closure was determined to be related to the operational context in which the device was used. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other similar incidents reported for this lot. There does not appear to be any indication of a lot product quality deficiency.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions, indication for use. Per the proglide instructions for use (IFU), do not deploy the clip in areas of calcified plaque. Failure to follow steps/instructions, per IFU, advance the thumb advancer completely, until the number 3 appears in the number window. Do not re-advance the thumb advancer once the deployment button has been depressed. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.